Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system is suspected of exhibiting left ventricular (lv) channel oversensing of right atrial activity. This lv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system is suspected of exhibiting left ventricular (lv) channel oversensing of right atrial activity. This lv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed and found dried blood/body fluid around the helix and melted marks in the outer insulation, likely from electrocautery surgery. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits, no conductor issues were identified. Pressure test failed likely due to insulation damage from electrocautery. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observation.